Event description:
It was reported that the dexcom g7 sensor lost connection to the ilet while remaining connected to the dexcom app, resulting in dosing warnings on the ilet and the user switching to backup therapy with subcutaneous fast-acting insulin; troubleshooting included guidance to disable the phone¿s bluetooth to facilitate reconnection and to pause insulin delivery for two hours due to recent rapid-acting dosing. Symptoms included hyperglycemia with a blood glucose of 234 mg/dl. Outcomes included interruption of automated dosing and reliance on backup therapy without hospitalization. Investigation included customer education and remote troubleshooting focused on communication pairing between the cgm and pump. Investigation of this case revealed a cgm-to-pump pairing issue that led to signal loss to the ilet while the cgm continued to transmit to the phone application, with no device damage reported. It was concluded, based on previously established findings for similar reports, that the cause was user environment and connectivity factors leading to cgm pairing disruption.